Event description:
Initially, a customer contacted global technical services (gts) on (B)(6) 2010 regarding a reload set 201 alarm during priming. The patient was able to start over with new supplies and therapy was completed. During a follow up call on (B)(6) 2010 the patient's wife stated the patient had expired on (B)(6) 2010 and the hc with supplies had been picked up. During a follow up call on (B)(6) 2010, the facility nurse indicated the cause of death was congestive heart failure, the patient was not connected to the device at the time of death. Reportedly the patient had been hospitalized on an unknown date for the congestive heart failure (chf). The death was unrelated to pd therapy. No further information is available.

Event description:
It was reported that the target lesion is located in the left anterior descending artery (lad), with moderate tortuosity, moderate calcification, was a concentric lesion, de novo and with a 90% stenosis. The target vessel diameter is 2.5 mm - 3.5 mm and the target vessel length is 32 mm. Two non-abbott guide wires were advanced to the lesions and predilatation was performed with a 3.0 x 20 mm voyager rx. Intra vascular ultrasound was then performed. A non-abbott stent was deployed. An attempt was made to postdilate with the 3.5 x 15 mm voyager nc, but difficulties were experienced inflating the balloon. It took 30 seconds to fully expand the balloon to 14 atmospheres. During deflation, the balloon was also difficult to deflate, taking 30 seconds to partially deflate; however, the balloon was able to be retrieved in the guiding catheter. Outside of the patient anatomy, the physician attempted to inflate the balloon to test it and the same issue occurred. A new 3.5 x 15 mm voyager nc was used to complete the postdilatation of the stent without issue and the procedure was completed. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). No sample was available for evaluation, so the complaint was not confirmed and the root cause could not be determined. A batch review was performed on the associated lot with no issues noted.

Manufacturer narrative:
(B)(4).sample not available for evaluation. A batch for this provided lot number will be performed. A follow up report will be submitted once the batch review results have been provided.